Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The taxus express2 2.75x8mm drug eluting stent was inserted, but was unable to cross the lesion. As the device was being removed, the catheter became separated from the hypotube. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.